Event description:
It was reported that patient had tibial tubercle osteotomy in her youth. In 2009, a tka without patella replacement was performed. In 2012 the patient had a patella resurfacing without problems. In (B)(6) 2021, the patient suffered a ¿trip on the stairs¿ after which she could not properly bend her knee. Opening up, it showed that the patella came loose and is broken loose. The patella came loose and needs to be revised. The patella and the insert were revised. Original surgery was performed in 2012.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient with a significant knee history required a patellar revision after a fall approximately 9 years post patella resurfacing. Reportedly, following the fall, the patient could not properly bend the knee and it was noted intraoperatively that the patella had ¿broken loose¿. It was communicated that the requested medical documentation was not available and noted, ¿this is only a report and not an implant complaint¿. Per correspondence, only the patella was revised. The root cause of the revision was reportedly the fall and subsequent loosened patellar component. The patient impact beyond the reported events and revision could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as traumatic injury, abnormal motion over time, bone degeneration, fit/sizing, or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.